Event description:
Ventilator was reportedly on a pediatric pt in simv and pressure support when it was noticed that the ventilator was not cycling.

Manufacturer narrative:
The device was evaluated and the rpt'd problem could not be reproduced. It is believed that the problem was the result of the seizures the pt was experiencing during the event as rpt'd by the user.